Manufacturer narrative:
The device was not returned. Major bleed/access site adverse event: the cause of major bleed/access site adverse event was most likely patient condition related since patient was coagulopathic. D4 added primary UDI number. Health effect - clinical code e0602 was removed. Health effect - impact codef24 was removed.

Manufacturer narrative:
D4: updated device information

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced oozing from the groin site. The site was resutured. The patient also had oozing from the swan site and the endotracheal tube, and cardiac arrest. The patient was weaned from the pump and survived.